Event description:
It was reported that the right ventricular (rv) lead experienced an increase in threshold. A lead dislodgement was confirmed. The lead was capped and replaced. The patient was a participant in the sls study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that variable thresholds and intermittent capture were observed on the rv lead.